Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc lot# serial# (B)(4) implanted: 2011 (B)(6) explanted: 2017 (B)(6) product type catheter analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.: additional device codes (B)(4) apply to the catheter. Device code (B)(4) no longer applies and has been updated to (B)(4). Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-22. The pump and catheter were returned for analysis. It was reported that the reason for the catheter removal was due to a break/tear/hole. It was reported that there was also a small leak in the catheter in the pump pocket. The provided pump logs from when examined on 2017 (B)(6) show a motor stall occurred on 2017 (B)(6) at 23:47, followed by a motor stall recovery on 2017 (B)(6) at 08:28; a motor stall on 2017 (B)(6) at 02:36, followed by a motor stall recovery on 2017 (B)(6) at 18:31. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that the patient recovered without sequela. No further complications were reported/anticipated as a result of the event

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2017 product type catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis of the catheter found that there was catheter damage which occurred to the catheter body and/or guidewire during the implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain and chronic low back pain. The pump contained dilaudid [5 mg/ml] at a dose of 4.0138 mg/day, bupivacaine [30 mg/ml] at a dose of 24.083 mg/day, and clonidine [350 mcg/ml] at a dose of 280.97 mcg/day. It was reported the patient¿s pump started alarming shortly after midnight on (B)(6) 2017 the patient presented with a motor stall. There were no environmental factors other than the patient¿s pump being due to reach early replacement indicator (eri) in 7 months. Diagnostics/troubleshooting performed included reading the logs. The alarm was silenced, replacement surgery was scheduled for (B)(6)2017, and the patient was placed on oral medication to prevent withdrawals. The issue was not resolved at the time of the report. The pump was functioning normally until it started alarming shortly after midnight on (B)(6) 2017. The patient presented to the clinic that morning with an active motor stall 7 months before eri. The patient¿s appointment that morning was to set up surgery for her replacement. The patient status at the time of the report was alive ¿ no injury. The explanted pump would be returned for analysis. Pump logs provided showed that when examined on (B)(6) 2017, the motor stall occurred on (B)(6) 2017 at 00:05. No further patient complications were reported.